Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the index procedure was to treat a de novo total occlusion of the mildly calcified mid right coronary artery (rca), which consisted of predilation and placement of two overlapping promus stents (3.0 x 23 mm and 2.5 x 8 mm), resulting in a 40% residual stenosis. The patient was discharged three days later, on aspirin and plavix. The patient died two months later; the cause of death is unk. It is unk if there is any relationship to the promus stents. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system is being filed under the same MDR number.